Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leakage occurred from the bifurcation of the shaft.

Manufacturer narrative:
The reported event is confirmed as a manufacturing related issue due to a hole in the shaft that was observed to be within 0.5 inches of the trifurcation. Although the reported event was confirmed, the root cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1.method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leakage occurred from the bifurcation of the shaft.